Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of peritoneal cloudy effluent fluid and abdominal pain in a (B)(6) female patient coincident with dianeal unknown bag therapy. On (B)(6) 2010, the patient began treatment with dianeal unknown bag (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient began dianeal unknown bag therapy (dose and frequency not reported) ip for capd. On (B)(6) 2010, the patient experienced peritoneal cloudy effluent fluid and moderate abdominal pain. The patient was not hospitalized. On (B)(6) 2010, the patient began treatment with gentamicin 40 mg once per day and ampicillin 500 mg four times per day. On (B)(6) 2010, treatment with gentamicin was discontinued. The physician considered the severity of the events as moderate. Outcome for the events of peritoneal cloudy effluent fluid and abdominal pain were not reported. Dianeal therapy was reported as ongoing. The patient was not being administered any concomitant medications. The physician believed that the events of peritoneal cloudy effluent fluid and abdominal pain were unrelated to dianeal therapy.